Event description:
The customer reported via telephone call that the blood glucose was running high despite changing the set. The blood glucose reading was 500 mg/dl. The customer treated with manual injection. The customer declined troubleshooting and planned to go to the hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.